Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03100. It was reported that the patient experienced a seizure during a trial procedure on (B)(6) 2021. As a result, the trial leads were removed and the patient was referred to a neurosurgeon.